Event description:
Conmed clearvac goldline smoke evacuation tubing separated from its inline connection on the sterile field and fell to the floor. A new device had to be opened to replace the defective one.